Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening valve bond edge side assessed as an unidentified (tear) opening and observed opening posterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.